Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous mid left anterior descending artery. A 2.5 x 08 mm nc trek balloon catheter was inflated when it ruptured at 12 atmospheres and a perforation occurred. The patient developed chest pain and an echocardiogram was performed. Double balloon angioplasty was used to treat the perforation. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and sem inspections/analysis were performed on the returned device. The reported balloon rupture was confirmed. The reported patient effects of perforation and angina are listed in the coronary dilatation catheter, nc trek rx, global, instructions for use as known patient effects that may be associated with use of a coronary catheter in native coronary arteries. The investigation determined the reported balloon rupture and patient effects appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.